Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the ECG lead set was not functioning. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a ECG lead set failure. It was determined that this was a malfunction of the 3 lead set, snap, iec, ICU which was ordered, to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The customer ordered the 3 lead set, snap, iec, ICU to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.